Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 26 september 2019 for MDR reportability. On (B)(6) 2016, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2018, the patient underwent left knee revision due to infection and dislocated polyethylene insert. The surgeon reported elevated crp and rate 4.03 and 43 respectively in the previous month. He reported culture positive of staphylococcus epi. The surgeon also noted consistent drainage the 10 days pre-surgery. He indicated prior to entering the knee, the knee was aspirated, and gross pus was encountered and sent to lab. There were no lab results included in the patient¿s records. The surgeon reported an aggressive synovectomy where the tibial insert was found disassociated from the tibial plate. He reported the tibial and femoral components were well-fixed though revised. The patella was revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2016; dor: (B)(6) 2018; (lt knee).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthese considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.